Event description:
My wife came across a product sold on (B)(6) USA website indicating and promoting that the use of device will reduce anxiety in pregnant moms. Since we had a miscarriage before and my wife was anxious of not feeling the baby movement, we purchased this product from (B)(6) online and was delivered to our address. My wife used the device as instructed - putting the probe on her belly and trying to spot the baby heartbeat. After 10 minutes my wife had a feeling of deep tissue burn on her belly. We immediately stopped using the device. I searched the internet on this matter and came to know clearly that this device is for otc sales. It is not even recommended by obstetricians and doctors! This is given the fact that product also carries the sign of recommended by doctors on the package! With further research, I came to know that the use of this device can create heating in tissues and create harm to fetus. Also FDA had approved this product for professional use not home use! We are in the process of getting a legal advise and assign a lawyer on the case since we incurred severe panic attacks and still we are feeling shameful for a possible harm to our baby. I would like your urgent attention to this case to help other expecting parents. I am here providing a link that clearly supply this product and promote it as safe use! And worse recommended by doctors: (B)(4). Also please check (B)(4) and search for sonoline b, you see the product easily listing there for purchase and free delivery. (B)(4).